Event description:
This patient had a 2.5 x 18mm cypher stent placed in the lad in 2005. The patient returned to the cath lab 29 days later, where angiography demonstrated the proximal lad to be "full of thrombus". No additional information was reported. The product remains implanted in the patient and therefore is not available for evaluation and testing. Additional information has been requested from the affiliate